Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found 25 pieces were released for distribution in 2005. A search of the complaint database found no prior reports for this part and lot number combination. The lelocle facility reviewed the device history records and found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because the nail broke at dynamization slot.